Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1465. It was reported the pt was not receiving effective stimulation. An sjm representative met with the pt and reprogramming was unable to resolve the issue. X-rays were taken and it was determined the leads had migrated. Follow up info identified the pt underwent revision surgery on (B)(6) 2013 where the left-lead was replaced with a new one. The lead had invalid impedance readings and had not migrated nor pulled out of the ipg header. The pt is now receiving effective stimulation.